Manufacturer narrative:
The reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation procedure, the device header could not completely accept the lead defibrillation pin. Upper out of range high voltage and pacing lead impedance were observed once the lead was connected to the device. The lead could not loosen from the set screw. The device was removed and replaced. The patient condition was stable before, during, and after the procedure.